Event description:
On april 20, 2023, fujifilm healthcare americas corporation was informed of an event involving ed-580xt. It was reported that the scope continuously failed weekly cultures. The scope was lost by the courier service and was unable to be inspected. There was no death or serious injury associated with this event. However, due to the result of fujifilm corporation's final investigation of the incident, this report is being submitted in an abundance of caution.